Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0uwst, implanted: (B)(6) 2015, product type lead; product ID 3387s-40, lot # va0uwst, implanted: (B)(6) 2015, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that the patient started shaking on (B)(6) 2015 and it got worse the following day. She also could not talk and the change was considered sudden. The patient¿s indications for use were essential tremor and movement disorders. The cause of the sudden change in symptoms was unknown. There was also no reported intervention or patient outcome, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received from a consumer reported the patient was reprogrammed and the issue was resolved. The patient was doing much better. The cause of the event was unknown. The patient had many health issues, but the reprogramming helped. The reporter did not think this was a device malfunction, but was due to the patient's disease state.